Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak of blood and diluent below the coulter lh 500 hematology analyzer. No patient results were affected by the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves and a gown at the time of the incident. No injuries occurred, no exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site (B)(4) 2011 and found a leak at fitting ff140 (the waste from the differential waste chamber passes through the tubing connected to fitting ff140) fse replaced the tubing at ff140 and verified repairs per established procedures. The root cause for the leak is attributed to a tube that came loose on the fitting ff140. (B)(4).